Manufacturer narrative:
The device was received with operating currents within specification. The device passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The device was programmed with test minilink and the glucose sensor simulator. The device communicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warm up. Unit was calibrated manually. The device display the programmed value properly on the display graph. The sensor feature working properly. No calibration not accepted alarms were noted. The device was monitored for 3 days. Battery was removed form pump and monitored for 10 minutes. The device power up properly after insertion of the battery and no pump error alarms were noted. The device was received with cracked keypad overlay at select button. The device was received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump shut off by itself. Customer's blood glucose was 440mg/dl at the time of incident. The customer was assisted with troubleshooting and it was found that the pump did not experience and unexpected restart. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No high blood glucose troubleshooting was performed.